Event description:
It was reported that there was undersensing on both the atrial and right ventricular (rv) leads. Additionally there was intermittent non-capture with the rv lead. The sensitivity was decreased on both leads and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.